Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 400 bd luer-lok¿ tip syringes were found with dirt inside them. The following information was provided by the initial reporter: "dirt inside the syringe... Customer noticed that there was some strange gray spherical dirt inside the syringe... The customer first thought it was air bubbles, but this was not the case. Medicine was already measured into the syringes. In total 400 syringes and 59 of them used."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 28-dec-2022. H6: investigation summary: one sample and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that there were four gray spherical embedded particulates on the barrel. A device history record review was completed for provided lot number 1351335. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that 400 bd luer-lok¿ tip syringes were found with dirt inside them. The following information was provided by the initial reporter: "dirt inside the syringe... Customer noticed that there was some strange gray spherical dirt inside the syringe... The customer first thought it was air bubbles, but this was not the case. Medicine was already measured into the syringes. In total 400 syringes and 59 of them used."